Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02pxn, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having trouble urinating. The patient¿s symptoms have returned yesterday. It was noted that the patient had not had any falls or trauma and the onset of the symptoms was sudden. During the trial the patient got better results on the left side and their implant was on the right side. It was stated that they made sure stimulation was on and they tried increasing stimulation. They wanted to know if the device could be moved to the other side. It was reported that the patient had an appointment with their health care provider (hcp) tomorrow.